Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor errors about every 1 to 2 weeks and rarely the screen would fog up. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rejected new batteries and had hairline fracture across the screen. The insulin pump will not be returned for analysis.